Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged suffering from pulmonary issues, sleep apnea, nodules on lungs after 6 CT chest scans, 6 mris. Patient has done lung biopsy to remove them. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.